Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter (B)(4) regarding unknown quantity of elcam four-way large bore polysulfone stopcock in which the hospital is experiencing problems with a stockcock leaking on (B)(6) 2011. The process step and any report of patient injury, medical intervention, and patient involvement are unknown. The sample availability is unknown. No additional information is available.